Event description:
Hospital personnel responded to a person described as in cardiac arrest. The pt was being administered oxygen at a rate of 10 1/min and another mask was behind the pt's head going with a rate of 15-20 1/min. The 10 1/min mask was removed and placed aside then anterior/posterior paddles were used with defib pads and the defib was set for an initial shock of 360 joules. According to the reporter, when the energy was transferred, arcing was seen near the anterior paddle which then ignited the mask just put aside. The fire was immediately extinguished and no injuries were reported as a result of the alleged malfunction. The pt was not resuscitated but the reporter stated the pt's death was not the result of the alleged malfunction and that the pt was not viable.